Event description:
Additional information received reported that the patient¿s right ins was at end of service (eos). A longevity calculation was done to estimate the implantable neurostimulator (ins) battery life. The estimate aligned with what the patient was experiencing for longevity and there was no concern about longevity. The impedance on pairs 1 and 3 and 2 and 3 was 32 ohms. These impedances never resolved and required no further troubleshooting or actions as neither were being used in programming. All other impedances were within the normal range. The ins was being replaced and the patient was receiving effective therapy.

Event description:
Additional information received reported that the health care provider (hcp) had difficulty with the right lead because the wire was 'kinked' or 'the insulation came off the wire.' The hcp was only using one contact on the right lead and the patient was adjusted the day prior to the report and was 'shaking again.' The hcp talked about replacing the lead, but the patient was reticent to do so. It was reported that during reprogramming the patient's left leg 'cramped' and the hcp stopped. The hcp told the patient he 'just had to deal with it.' Further information received on (B)(6) 2012 reported that the patient increased his amplitude with therapeutic benefit, but within a certain amount of time the tremors returned. At the first programming session, the patient was at 2.5 volts and did 'well,' but his tremors returned. Then the pulse width was changed and the patient had dystonia in his left foot. 3.5 volts was tried next, but one and a half weeks later, his tremors returned; 4.8 volts did 'well,' but did not have a 'very long' therapeutic effect. No patient outcome was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an impedance test was performed on the device and revealed a short circuit. It was noted that the patient received the stage 2 implant on (B)(6) 2012. During the surgery, it was noted that the health care provider (hcp) connected the first side and 'everything was great,' but when the hcp 'went to the second side to remove the end cap, the screw came out of the end cap and the cap was stuck on the lead.' It was noted that the hcp 'thought they may have over tightened the screw during the stage 1 implant the previous week.' An impedance test was performed on the contacts and revealed that contacts 1, 2 and 3 were 'shorted together.' It was noted that contact 0 'appeared to be good.' It was further noted that the hcp would wait and see if the patient received therapy without side effects. Additional information received reported that the lead was found to have the short circuit. No additional diagnostics were performed. It was noted that the hcp though the event was caused by 'over tightening the screw on the end cap during surgery during the stage 1 implant.' It was further noted that 'a conclusive cause had not been determined.' No intervention was scheduled. It was further noted that the patient had not been programmed. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) , product type extension; product ID 3389s-28, lot# v532274, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-28, lot# v532274, implanted: (B)(6) 2012, product type lead. (B)(4).